Event description:
It was reported that the physician had a post radial keratotomy (rk) patient who had a zcb00 12.0 diopter intraocular lens (iol) implanted. The doctor targeted at -1.0 diopter and at post-op four weeks, the refraction is +4.25 + 0.25 x 75. It was reported that the patient will have an iol exchanged. The doctor is requesting if there is a way to measure the explanted iol. Follow-up information provided on (B)(6) 2014, indicated that the iol was explanted in a secondary procedure on (B)(6) 2014. No further information was provided.

Manufacturer narrative:
Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens in a non-sterile environment. In addition stains were observed on lens. No cosmetic defects related to the manufacturing process were found in the returned lens. Based on the investigation, no manufacturing cosmetic defect was found in the sample returned. Additionally, the diopter measurement of the returned lens was measured and results corresponded to a 12.0 diopter. The product met the acceptance criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Patient age or date of birth: unknown. Implant date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event: (B)(6) years old. Additional information was provided on (B)(6) 2014 including patient age, outcome, and date of implant. The patient is a (B)(6) year old female, and the original intraocular lens (iol) was implanted in the right eye on (B)(6) 2014. On (B)(6) 2014 a zcb00 18.5 diopter was placed in the bag successfully after the original intraocular lens (iol) was removed. The uncorrected visual acuity in the right eye was 20/30 on (B)(6) 2014 and 20/40 on (B)(6) 2014. The doctor indicated that from the data so far it appears that the iol was correctly labeled and that the problem was with the calculations and not the iol. Implant date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.